Event description:
Pt was taken to bathroom by aides and sat on shower chair. The wheel on the shower chair came off causing pt to fall. Pt has bilateral amputations. When she fell from chair she landed on left stump and fractured her femur.